Event description:
When programming pump for ivf, staff programmed pump and scanned bolus out, when the pump was started the screen was blank and did not show the infusion rate. Ivf were started on a new pump.